Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the loose phacoemulsification tip was noted during surgery. The procedure type and other surgery details were unknown. There was no patient impact. Additional information has been requested. Response awaited.